Event description:
Pt presented with vasospasm up basilar artery along with 2 pseudo aneurysms on the vertebral. Pt had war injury to the neck, leaving pt paralyzed from neck down. Upon inflating balloon to 2-3 first time, pt was fine. On 2nd inflation, artery ruptured. Pt levels went to over 200, 20 minutes later, pt expired.